Event description:
A medtronic representative reported that during a l4-l5 posterior lumbar interbody fusion (plif) surgery, the surgeon alleged the navigation system was inaccurate. The surgeon placed the screws on the patient's left side and then placed the screws on the right side. The surgeon then took a fluoro shot of the screws, prior to rod placement, and noticed that the right l4 screw was approximately 1 centimeter inaccurate laterally. Surgeon opted to revise the l4 right screw. The surgeon stated the l5 right screw was slightly lateral from where it should have been placed, but the surgeon did not have to revise the l5 right screw. The surgeon completed the procedure with the use of the navigation system.

Manufacturer narrative:
(B)(6). A medtronic representative reported that the surgeon believed the frame had the potential to shift, and could have shifted, due to patient fragile bones. The surgeon informed the medtronic representative that the patient woke up and could move all extremities after surgery. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
Per the case description, the frame to patient relationship changed which may have invalidated the registration and caused the alleged inaccuracy. Software is functioning as designed. The system has been used in surgeries without issue since the time of the alleged inaccuracy.